Manufacturer narrative:
In response to FDA report number: mw5091803. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, skin rash/dermatitis, and pain.

Event description:
Patient reported, via regulatory agency, a left side ¿joint pain¿, ¿chest rash¿, ¿breast pain¿, ¿axillary lymphadenopathy¿. Patient additionally reported non-device related symptoms such as, ¿severe debilitating fatigue¿, ¿recurrent episcleritis¿, ¿burning mouth when swallowing solids¿, ¿difficulty eating certain foods/cough after eating¿, ¿dry mouth¿, ¿inability to lose weight despite¿, bloating enthesitis, ¿severe stiffness in my back¿, ¿severe stiffness in my back¿, ¿brain fog¿, ¿unusually malodorous sweat¿, ¿recurrent sinus infections¿ and ¿other infections¿ requiring courses of antibiotics,"I had multiple viruses, gastroenteritis, shingles. Uti, yeast infection before uti, strep throat and multiple sinuses infections. I was getting sick every 2-3 weeks all of 2019 until explant. I explanted and some of my symptoms immediately went away including my dry/burning eyes and recurrent episcleritis. My facial inflammation subsided.". Device has been explanted.